Manufacturer narrative:
Coopersurgical is investigating the complaint condition reported. The unit involved was received on september 16, 2016 for evaluation. Once the investigation is completed a follow up report will be filed. (B)(4).

Event description:
"During two procedures the leep would not cut at all. During one procedure, they were able to retrieve a biopsy, however they could not coag. They were able to stop the bleeding in office". (B)(4).

Manufacturer narrative:
(B)(4). Investigation: initiated manufacturer's investigation. No sample returned. Review DHR. Inspect returned samples. Inspect stock product. Analysis and findings: a review of the 2 yr complaint history reveals similar issues. A review of the DHR reveals no anomalies. Service and repair confirmed the foot pedal connection was not functioning. It is likely the display portion of the 2 part board had the failure. The foot pedal connects to the display portion of the board. Once the board was replaced, the foot pedal could activate the unit. The root cause for this complaint condition is not available. A potential root cause may be wear on the display board connection for the foot pedal. Corrective actions: correction and/or corrective action. The customer received a new unit. This unit was converted into a demo unit under wo# (B)(4). This complaint will be entered into the coopersurgical continuous improvement plan (cip). Corrective action level 4: train personnel. Reason: no applicable correction available to train to at this time. Complaints will be continuously monitored to determine if there is any new trend for this complaint condition. Was the complaint confirmed? Yes. Review and closure recommended continuous improvement program (cip) other regulatory action needed: preventative action activity: reviewed. Trend and monitor to cip.

Event description:
During two procedures the leep would not cut at all. During one procedure, they were able to retrieve a biopsy, however they could not coag. They were able to stop the bleeding in office. (B)(4).